Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon was implanting a 5mm midface screw into the zygoma and the threaded portion of the screw broke off from the head of the screw. Two (2) out of the matrix midface set broke off during the surgery. The bottom of the screw remained in the patient. Another remb drill was needed for the procedure. The surgeon had to drill at a different angle and put in another screw. There was a surgical delay of ten (10) minutes. The procedure was successfully completed. The patient was stable after the procedure. Concomitant devices reported: ti matrixmidface screw self-drilling 5mm (part number 04.503.225.01, lot unknown, quantity 1). This report involves one (1) ti matrixmidface screw self-drilling 5mm. This is report 1 of 2 for (B)(4).